Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference number: 9680001-2018-00169, 2030404-2018-00078. During an atrial fibrillation ablation procedure a pericardial effusion occurred. The patient moved several times during the procedure and was noted to have deep respirations. At some point the patient became hypotensive and an echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.